Manufacturer narrative:
Concomitant medical products-patient medications: vitamin k, losartan, coumadin, allopurinol, lipitor, glucotrol, coreg, klonopin, lasix, and aspirin. Gore imaging evaluation results-images were sent to gore imaging services for evaluation. Images received, one time-point is available for evaluation: post-implantation cta dated (B)(6) 2018. There appears to be lack of apposition at the distal end of the implanted device in the right common iliac artery (rci). The right internal iliac artery appears to be aneurysmal. The length from the distal end of the ipsilateral limb in the rci to the right iliac bifurcation appears to be ~4.2cm, by centerline. Diameters in the distal rci appear to range from 16.7mm (in distal device limb) ¿ 26.2mm. Diameters of the proximal 40mm of the right external iliac artery appear to range from ~8.7mm¿10.3mm.

Event description:
On (B)(6) 2011, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported there was a reintervention on (B)(6) 2018, to treat a type 1b endoleak on the previously implanted gore® excluder® aaa endoprosthesis (pxc201400/8472033). No aneurysm sac enlargement was present but there was lack of circumferential device apposition. The physician wanted to extend the limb of the graft into the external iliac artery. He embolized the internal iliac artery and then implanted a gore® excluder® aaa contralateral leg endoprosthesis (plc121400/18117685). The patient tolerated the procedure.